Manufacturer narrative:
(B)(4). Vyaire medical service technician was not able to confirmed the reported issue. The unit powered on and ventilate under nppv (non invasive positive pressure ventilation) mode with no abnormalities. Passed 98.6 hours of extended testing at customer setting, passed initial final test and initial alarm volume test. The unit meet all factory specification and standards. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the revel unit was in nppv (non invasive positive pressure ventilation) mode and the patient was gasping for an air seemed like the ventilator was not supplying any flow or breaths. The customer confirmed that there is no patient harm associated with this reported event.